Manufacturer narrative:
As this event occurred three years ago, the location of the lead is not known at this time. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead had dislodged approximately three years ago. Surgical intervention was performed and the rv lead was explanted and replaced. No additional adverse patient effects were reported.